Manufacturer narrative:
Based on the claim against the product by the customer noting arms not easily to move and making clicking sounds an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver was analyzed and the complaint regarding arms not easily to move and making clicking sounds was not confirmed by failure analysis. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly as the instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, arm not moving easily and making clicking sounds. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.